Manufacturer narrative:
(B)(4) 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified app issue occurred. Data was evaluated and the allegation was confirmed as an app cash was confirmed. The probable cause was determined to be an app crash. The reported event of an unspecified app issue is reportable based on the finding of an app crash. No injury or medical intervention was reported.